Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic experiencing dizziness, intermittent loss of right ventricular capture was observed. The capture threshold was unstable and fluctuated. It was determined that the right ventricular lead had micro-dislodged. The physician elected to cap and replace the lead (B)(6) 2019 and the patient was stable following.